Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The alarm trace showed a "cell skipped" alarm. Based on the information provided, it appeared that something disturbed the reaction cell after the alleged sample was pipetted. The investigation did not identify a specific cause of the event.

Event description:
There was an allegation of questionable triglyceride results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 3.24 g/l. The sample was repeated, without recentrifugation, and the result was 0.686 g/l.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. A general reagent issue was excluded. The investigation is ongoing.